Manufacturer narrative:
Device evaluated by MFR: analysis of the sheath and tip included microscopic and visual inspection. Inspection revealed the tip was damaged with parts of the tip cut/bent/crushed with partial delaminated and partially separated. The damage to the tip is consistent with damage occurring implant recapture with the implant getting caught in the tip. Inspection of the rest of the device found no other damage or defect.

Event description:
Reportable based on analysis completed on september 16th, 2019. It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. During use of the watchman access system (was) it became kinked. It was reported there was no closure device deployed using this device. The physician removed the sheath from the patient. A new was used to complete the procedure. A closure device was successfully implanted in the laa of the patient. There were no patient complications. However, the device analysis revealed tip damage and inner liner delamination.